Manufacturer narrative:
Additional data: b5- the reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -10.5 into the patient's left eye (os) on (B)(6) 2023. The patient experienced a low vault. On (B)(6) 2023 the lens was exchanged for the different spherical model; longer length; same power and the problem was resolved. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -10.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).